Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f tl im 100cm infiniti diagnostic catheter was found to have loose shards in an unopened package. There was no reported patient injury. Two images were provided for review. Blue polymer flakes can be seen within the packaging, and they appear to originate from the strain relief. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f tl im 100cm infiniti diagnostic catheter was found to have loose shards in an unopened package. There was no reported patient injury. The device was not opened or used on the patient. Two images were provided for review. Blue polymer flakes can be seen within the packaging, and they appear to originate from the strain relief. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. Two photos were attached to event (B)(4) and to the picture analysis task and show an infiniti dx catheter from lot 18356356, ref (B)(4). Visual review of the images identified evidence of degradation at the strain relief, with blue flakes observed on the inside of the pouch. No other anomalies, damage, or notable findings were observed in the images, and no additional concerns were identified based on the available photographic evidence. A product history record (phr) review of lot 18356356 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿strain relief ¿ degradation¿ was seen during the photo analysis. Based on the available information, the specific cause of the degradation could not be determined. Potential contributing factors include storage or handling conditions within the reporting facility or factors associated with the manufacturing process of the unit. Users are trained to inspect products for signs of damage prior to and during use, and any product showing damage is not to be used. The product labeling includes information for safety intended to make users aware of such risks. According to the instructions for use (IFU), ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Do not expose to organic solvents.¿ while this guidance mitigates risks associated with storage, it does not eliminate the potential for degradation. Because a potential link to the manufacturing process could not be excluded, an investigation has been initiated to further evaluate potential contributing factors and implement further actions as appropriate. No additional actions will be taken at this time.